Event description:
The patient experienced high blood glucose levels 300 mg/dl due to bent cannula on (B)(6) 2026 and was treated with insulin pump.

Manufacturer narrative:
Customer entity: medtronic minimed street: 18000 devonshire street city: northridge state: california zip code: 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.